Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down button on their device's keypad was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings:.there was no visible damage to the keypad. All of the keypad buttons responded properly. The keypad was removed and no damage or contamination was found on the button contacts.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.